Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative went to site to test the equipment. Representative reported that umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by manufacturer for evaluation. The reported issue was confirmed. Cable was tested using cable validator and the cable failed bench test. An open was found between pins. Cable passed continuity test and had normal wear.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the site was unable to perform 2d image acquisitions. Representative mentioned that the imaging system was in standalone and displayed connection not ready. During troubleshooting, representative checked umbilical connection and rebooted the system two times but was unable to resolve the issue. The surgery was aborted and was rescheduled for following week. No incision was made prior to surgery abortion.